Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5 cm diameter abdominal aortic aneurysm. The iliac artery was calcified. It was reported that the grey nose cone on the rear of the delivery system detached during the procedure. It was confirmed that there was no damage to the packaging. As this did not affect the stent graft and the physician was in the process of deploying the stent graft, the physician reattached the detached portion of the delivery system and continued deployment with no further issues. Upon ballooning the ipsilateral limb with a reliant balloon post implant, the vessel seemed to pop. Upon completion of an angio with co2, a type iii endoleak was observed that was believed to be a hole in the stent graft which was caused by ballooning on a shelf of sharp calcium. The reliant balloon was inflated to what appeared to be a normal inflation for the ipsilateral limb dilatation. The area of the endoleak was covered with a 16/16/82 endurant limb and gently re-ballooned. Final angio showed no endoleak and pressure was restored to nominal levels. The physician stated the event was related to the device and procedure. No additional clinical sequelae were reported and patient status is unknown. The device was discarded by the user facility.

Event description:
Additional information was received as follows: it was reported that the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: ballooning within a vessel with a shelf of sharp calcium.